Event description:
Additional information received indicated the leg weakness had slightly improved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the physician encountered difficulty due to patient anatomy while attempting to place a lead at the l3 vertebral level, but was able to place the lead. An additional lead was placed at l4 without difficulty. Postoperatively, the patient experienced weakness and numbness in her leg, stimulation was turned on to the l3 lead and patient experienced motor stimulation. Patient's l3 lead was then removed and patient was treat with steroids. Issue began to improve and an electromyography (emg) study was performed and physical therapy was recommended.